Event description:
The customer reported between five to ten milliliters of blood fluid and diluent leaked from the needle bellows within the instrument involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) did not observe the blood fluid leak upon arrival. The customer stated the issue was intermittent and the instrument was in operation for several hours prior to the event. When solenoid 13 was manually activated and deactivated, the response from valve vl13 was delayed. The fse discovered solenoid 13 and 57 directly affected the needle bellows drain. The fse replaced solenoid 13 and 57, the actuator, and pinch valve and tubing for line vl13; system verification passed. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).